Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l74357, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: l74357, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient's previous pump was replaced on (B)(6) 2018. Operation report was requested and it was verified that the procedure was "intrathecal pump reservoir and catheter explantation and reimplantation of intrathecal pump reservoir and catheter". No further complications were reported.